Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 3.2 indicated to clear a physical obstruction, recovery was attempted multiple times but was unsuccessful. The drawer ultimately failed and indicated that maintenance was required. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) confirmed that the customer resolved the issue by recovering the drawer, and no further investigation was required. The system functioned as intended after the customer resolved the issue.